Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device to completethe procedure. The hospital has reported no patient injury occurred.